Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance could not be performed as serial lot # was not reported. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that the customer states 9058 driver stopped working on 2 separate calls during insertion even though the indicator light was green. A second driver was used to complete the insertion. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer states 9058 driver stopped working on 2 separate calls during insertion even though the indicator light was green. A second driver was used to complete the insertion. There was no reported patient injury.